Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 1 of 3.

Event description:
During phaco there were white particles present. The surgeon removed the particle from the eye with a forceps.

Manufacturer narrative:
Two white colored particles were returned in a small plastic vial. The other pack components were not returned. The particles are approximately 1 mm long. They were hard to the touch. The particles were sent to the lab for analysis. The lab analyses indicate that the large white colored particles consist primarily of polycarbonate. Lesser concentrations of saline and calcium residues were also detected.